Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on the first step, the stapler was not able to fire, the green button was not pressed and the handle was not squeezed. They used a new reload to complete the case. There was no patient injury.